Event description:
It was reported by the customer that the insulin pump was alarming button error and the device has stopped working. Customer is treating with manual insulin injections. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 431 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during the prime test due to faulty force sensor. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The unit also was received with cracked case at the display window corners, reservoir tube and battery tube threads, minor scratched display window and missing end cap sticker.